Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
B)(6) 2024: the user required emergency care following an episode of hyperglycemia and vomiting. On (B)(6) 2024, during a remote clinical training session to address insulin pump settings, the user's blood glucose (bg) level was initially reported as 170 mg/dl but later rose to 360 mg/dl. Despite adjusting the infusion set and administering boluses, bg levels continued to rise. The remote trainer advised testing for ketones; however, the user did not have ketone testing strips available. The user began vomiting and reported feeling unwell, prompting the trainer to recommend immediate ER evaluation. The user's mother transported him to the ER. Multiple attempts were made to contact the customer for information on treatment while at the emergency room, but all attempts were unsuccessful. Additional context: the user had recently undergone a factory reset of the insulin pump and was retrained on device use, including meal announcements and low bg treatment protocols. At the time of the incident, the user had no means of administering a manual injection outside the pump. Follow-up by the clinical diabetes specialist (cds) was initiated to coordinate with the healthcare provider.